Manufacturer narrative:
This report is submitted on february 20, 2023.

Event description:
Per the clinic, the patient experienced an infection post implantation (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth around the abutment site. The patient underwent revision surgery to remove the excess skin on (B)(6) 2023. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) until infection resolved. This report is submitted on april 06, 2023.